Event description:
Within 6-10 minutes on onset of treatment, the pt experienced chest pain which radiated to back and groin. Treatment was discontinued and restarted on a dialyzer of another MFR with no problems. Pt's condition is okay; it was the pt's first treatment with co dialyzer.

Manufacturer narrative:
The returned unt from the same lot number was returned to the factory and tested for pyrogens, acute systemic toxicity, intracutaneous toxicity and hemolysis; no abnormality was observed. Sterility and pyrogen tests are routinely tested prior to shipment; the records for this lot were reviewed and no abnormality was observed.